Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 449 mcg/day) via an implantable infusion pump. The indications for use were noted to be cerebral palsy and intractable spasticity. It was reported that the patient fell on (B)(6) 2018 at around 20:00. He took some oral valium at 23:30. At 05:30 on (B)(6) 2018 he took 20 mg of oral baclofen with no relief. He proceeded to the emergency room (ER) at around 09:00. He showed symptoms of pruritis, sweating, spasms, tachycardia and lethargy. An x-ray of the pump and catheter was non-conclusive. He was given oral baclofen and valium with no change in symptoms. A 100 mcg bolus of gablofen was programmed via the pump which also had no effect on the symptoms. A dye study was performed which did not show any issues with the system. The hcp was able to aspirate drug and cerebrospinal fluid (csf) through the catheter access port (cap) without difficulty. Because the patient was going through withdrawal without any conclusive findings, the decision was made by the hcp to have a new catheter placed. The intrathecal section of the catheter was replaced on (B)(6) 2018 and was connected to the existing pump section of catheter. It was noted there was no surgical exploration to the pocket/pump area during the surgery. The hcp accessed the cap and was able to aspirate several cc's of csf to determine patency of entire catheter. The patient was sent to the pediatric intensive care unit after the replacement for monitoring. The issue was considered resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative on (B)(6) 2018. It was clarified that per the healthcare provider's report, the patient was only admitted to the ICU after surgery for monitoring of dosage. The patient was not in the ICU prior to surgery for the withdrawal symptoms. No further complications were reported/anticipated.